Event description:
This report is being filed after the subsequent review of the following journal article "propagation of bisphosphonate-related femoral stress fractures despite femoral nailing: a cautionary tale from 2 cases.¿ chau, j., et al. (2014) (country: china) a retrospective review was performed on 2 cases. The first case was a (B)(6) female with a history of surgical menopause who was prescribed alendronate for osteoporosis. Despite being on treatment, she sustained a displaced femoral neck fracture 4 years later. She was treated with a hemiarthroplasty. She continued to take the drug for a total duration of 5 years. The patient was maintained on calcium and vitamin d supplements. At the age of (B)(6), around 14 months after stopping alendronate, she experienced right-sided thigh pain that worsened and became debilitating after 2 months. Reaming was performed up to 12 mm with the use of a distal im suction vent. A 10-mm piriformis entry stainless steel slotted nail (universal femoral nail, synthes, (B)(4)) was inserted with 1 static locking bolt distal and 1 proximal locking bolt in the dynamic position. The patient had decreased pain but it was not completely alleviated by the surgery. The patient was reoperated with nail exchange to a reamed trochanteric entry nonslotted cannulated titanium femoral nail ((B)(4), synthes, (B)(4)). The fracture united after 4 months and the patient was able to return to her prefracture functional status. A (B)(6) lady presented to the trauma unit 3 years ago when she missed a step while walking downstairs. She sustained an oblique fracture at the distal shaft of her right femur. The fracture was managed by im nailing. An 11-mm piriformis entry slotted stainless steel nail was used (universal femoral nail, synthes). In all, 2 proximal and 2 distal interlocking screws were placed at the static positions. Two and a half years after the initial fracture, the patient began noticing increasing pain over the operated hip. The patient then had a low-energy fall and was readmitted into hospital. Radiographs on admission showed a displaced subtrochanteric stress fracture with bending of the im nail. X-ray indicated a stress fracture with breaking and breakage of the lateral cortex occurring at the proximal screw hole. The retrieved im nail showed fatigue failure at its proximal locking screw hole. The fracture eventually united on x-ray 4 months following surgery with alleviation of pain. This report is for an unknown universal femoral nail system. A copy of the literature article is attached to the medwatch. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Chau, j., et al. (2014) propagation of bisphosphonate-related femoral stress fractures despite femoral nailing: a cautionary tale from 2 cases. Geriatric orthopaedic surgery & rehabilitation, 5(1), pp: 14-17 this report is for an unknown ufn universal femoral nail system. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.